Event description:
The pt reported that their sparc sling was removed and replaced with autologous tissue. Additional info from the physician was that this procedure did not occur at their institution.